Event description:
Vascular sheath broke during procedure. Sheath removed completely and replaced with another sheath. No harm to pt.

Event description:
Vascular sheath broke during procedure. Sheath removed completely and replaced with another sheath. No harm to pt.